Event description:
It was reported that the pump history was missing data despite the pump being in use. Reportedly, the customer continued using the pump for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.